Event description:
It was reported that a piece of the distal tip is missing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The scope was evaluated by eye with eye loupe to determine the scope has a piece of distal tip missing. The distal tip has fiber and outer tube damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. The root cause was determined to be that the damages occurred during use/handing by the customer. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a piece of the distal tip is missing.